Manufacturer narrative:
When the foreign material was found, olympus requested additional information from the customer on their reprocessing practices. No response has been received at this time. During evaluation, the reported issue (angulation cable snapped) was not confirmed; however, the angle wire was found to be stretched. The angle wire issue caused the angle to be too low. In addition, the directional knobs required excess force to turn, the knobs had excess play and their operation was noisy. During examination of the returned device, the following issues were noted: the labels required replacement; the connector cover was chipped, dented and scratched, the insertion tube insulation showed damage; the insertion tube was chipped and snaky with minor scratches; switch buttons 1 and 3 were damaged; the distal end cover required replacement; the light guide lens was cracked; the bending cover adhesive was cracked; the suction and air/water cylinders were missing their color indicators; and the light guide tube was buckled and scratched. Functional testing showed the device's instrument channel did not allow for a brush to pass through, the device leaked at the instrument channel, and the image showed black dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii colonovideoscope had a problem with angulation and the angulation "cable snapped". Additional details were requested; however, no information was available. The device was returned to olympus for evaluation. During evaluation, foreign material was identified at the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and information obtained from the customer (identified directly below). When the foreign material was found, olympus requested additional information from the customer regarding their reprocessing practices. The customer reported the device was cleaned, disinfected and sterilized prior to return to olympus. There was no delay in pre-cleaning after procedure and the air/water nozzle was flushed with air and water. Regarding manual cleaning: the scope was immersed in detergent solution; the scope was wiped with clean accessories and the channels were brushed. The channels (air/water, suction, instrument) were all aspirated using detergent solution. Regarding reprocessing: the device was reprocessed/disinfected. The method of reprocessing was not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the source of the foreign material could not be identified. The leakage found at the instrument channel may have led to inappropriate reprocessing; however, the root cause of the issue was not established. The device operation manual was reviewed. Review showed the following relevant instruction related to detecting the issue under chapter 3- preparation and inspection. Further, the device reprocessing manual includes this instruction under chapter 5- reprocessing the endoscope. Olympus will continue to monitor field performance for this device.